Event description:
Using covidien auto suture structural balloon trocar for inguinal hernia surgery. Md states that when trying to inflate the balloon it would not inflate. The outer balloon of the trocar was not functioning properly and allowing the inner balloon to inflate. The trocar pieces have been saved and turned into the operating room managers. Reference number oms-t10sb.